Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. Analysis revealed that the eos status was triggered on (B)(6) 2024, due to a large amount of consecutive charging cycles with shock deliveries in a short period of time. The available iegms document intrinsic heart signals as the only root cause of the vf storm. Based on the data, the battery is not depleted. The reported > 150 ohms shock impedance values occurred during the implantation procedure. This happened presumably because the ICD did not have optimal contact with the patient body at the time of the measurements while the shock path was programmed to rv->ICD. All impedance trends since implant show normal values. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The eos battery status was activated due to a large amount of charging cycles in a short period of time. The battery is not depleted. There is no indication of a device malfunction.

Event description:
The patient received several shocks, depleting the battery to eos. The patient is hospitalized. Should additional information be received, this file will be updated.